Event description:
It was reported that patient appeared for two week follow-up appointment, x-ray revealed asymptomatic Liner disassociated from cup, patient had no symptoms, pain, complaints or known complications. Intra-operative findings showed fracture in proximal femur, loose Actis stem and disassociated Emphasys DM liner. Liner was replaced, Actis stem was removed and revised with Reclaim Monoblock stem. Activity Level - Yes.DOI: (b)(6) 2026.DOR: (b)(6) 2026.Affected side: Right hip.

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803 (and/or Part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial MedWatch, a Follow-up MedWatch will be filed as appropriate.